Event description:
It was reported that the patient had no auditory benefit with her device. She had increasing temporal pain on the right side. According to the engineer in charge the implant did not show any technical abnormalities. The patient was explanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.